Event description:
On (B)(6) 2025, a clindex notification was received indicating that a patient listed in the shoulder arthroplasty registry experienced loosening of the implant on the glenoid side. The patient had slipped on ice, resulting in an injury that led to a revision surgery on (B)(6) 2025. The event was determined to be unrelated to the univers revers apex implant, which had been originally placed on (B)(6) 2019.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to determine a most likely cause. The most likely cause is a patient-specific event resulting from trauma sustained during a fall.